Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse determined that the fault was caused by poor contact of the electrode pads. The pads were re-attached and the customer was informed to pay attention when using them. The fse later revisited the site again and confirmed that that the ECG non-triggering failure had not occurred again.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit had no trigger signal and the department immediately replaced the cs100 for use. There were no injuries caused.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.